Event description:
Inbound, pt reports that when she mixed one of her cassettes, she noticed that the cassette was leaking and there was a tear in the bladder of the cassette lot 3607927. Not available for return. No further details provided.